Event description:
Reportedly, during patient use, there was a high and low fio2 alarm that occurred frequently. The oxygen sensor was replaced and the issue was resolved. There was no medical intervention required or adverse patient effects reported.